Manufacturer narrative:
Updated lot number and exp date and manufacturing date.

Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual inspection confirms one of the green cam arms is cracked. This device was manufactured in 2012. This device shows significant signs of wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that before the procedure, the device was cracked. It is unknown if there was a delay and if there was backup available.

Event description:
It was reported that the device was cracked. It is unknown if there was a patient involved in the case, when the event occurs, if there was a delay and if there was backup available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.